Event description:
It was reported, "in patient vessel when failure happened. While placing under ultrasound, guidewire was advanced (without difficulty) and when advancing catheter, it was not able to advance. Catheter retracted to check for tip placement. Guidewire retracted as well. Tip placement confirmed. Guidewire re-advanced without difficulty. When re-advancing catheter the same issue was noted. When removing catheter and needle as a failed attempt, it had to be pulled/forced out (like a barb) to be able to remove the needle from the patients arm." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter insertion resulting in catheter damage was confirmed but the cause is unknown. A single photograph of the implicated powerglide catheter and deployment device was returned for evaluation. The guidewire was seen exiting through the needle bevel. The guidewire contained two severe kinks, indicating a difficult device placement or removal. The catheter was still on the deployment device but had been damaged. It appeared that the catheter had been perforated by the needle. It was reported that the catheter and guidewire had been retracted after the failed attempted advancement. It is likely that the attempt to reinsert the needle after catheter retraction likely contributed to the catheter perforation. However, the root cause of the initial difficulty advancing the catheter could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "in patient vessel when failure happened. While placing under ultrasound, guidewire was advanced (without difficulty) and when advancing catheter, it was not able to advance. Catheter retracted to check for tip placement. Guidewire retracted as well. Tip placement confirmed. Guidewire re-advanced without difficulty. When re-advancing catheter the same issue was noted. When removing catheter and needle as a failed attempt, it had to be pulled/forced out (like a barb) to be able to remove the needle from the patients arm." No other information was provided.